Event description:
This customer reported until after successfully delivering two shocks, the device immediately failed to discharge. There was no negative impact.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.